Event description:
It was reported that the inflatable penile prosthesis (ipp) device stopped working four years after implant. During dissection, the physician noticed there was a break in the tubing right at the pump junction. The physician tried straightening the tube but the device would not inflate, the pump was not working. Pump and cylinders were explanted and replaced without patient complications.